Event description:
It was reported that the customer's blood glucose level was 449 mg/dl. The customer was hospitalized on (B)(6) 2015 but it was not diabetes related. He had a drop in blood pressure likely related to a heart issue. His blood glucose level was around 150 mg/dl. He had issues uploading his insulin pump to carelink. He could not install the driver. The customer also experienced low blood glucose levels. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.